Manufacturer narrative:
H11: h2: additional information: b5 and d10.

Event description:
It was reported that, during a mpfl reconstruction, when the introducer of the q-fix suture anchor was withdrawn, the implant hadn¿t deployed. The suture ball was deployed inside the q-fix introducer. These steps were repeated with a second q-fix with a similar result. The procedure was completed with a surgical delay of less than 30 minutes, with a change in surgical technique. The mpfl was completed by inserting the tendon in a reamed 7mm hole and fixing with a pk screw. The q-fix was for additional support of the graft and when it didn¿t work the graft was sutured to an adjoining tendon with a suture. A 1.8mm drill hole from the q-fix drill was left in the patient. No further complications were reported.

Event description:
It was reported that, during a mpfl reconstruction, when the introducer of the q-fix suture anchor was withdrawn, the implant hadn¿t deployed. The suture ball was deployed inside the q-fix introducer. The procedure was completed after a surgical delay of less than 30 minutes, by changing the surgical technique. The mpfl was completed by inserting the tendon in a reamed 7mm hole and fixing with a pk screw. The q-fix was for additional support of the graft and when it didn¿t work the graft was sutured to an adjoining tendon with a suture. A 1.8mm drill hole from the q-fix drill was left in the patient. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.